Event description:
Related to MFR report # 2183959-2012-00784. On or about (B)(6) 2006, a perigee prolapse graft was implanted, to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleges that, as a result of having the products implanted in her, the "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, and physical deformity, has undergone, on or about (B)(6) 2011, and will undergo corrective surgery or surgeries." It was also alleged that, as a result of the implanted mesh, "the plaintiff was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress, and other damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.